Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a performa meter, compared to lab, within 10 - 15 minutes: 72 mg/dl on a performa meter and 630 mg/dl lab result. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was provided.